Event description:
Unable to walk [gait inability]. Weakness in her legs [muscular weakness]. Pain in both of her knees [arthralgia]. Some relief, after the 2nd injection, not much relief and by the 3rd injection [therapeutic response decreased]. Case (B)(4) is a serious spontaneous complaint case received from a consumer in united states. This report concerns an (B)(6) female who was unable to walk, experienced muscular weakness in her legs, pain in both knees during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown route and concentration, 1 injection, weekly, for 3 weeks, for osteoarthritis from (B)(6) 2018 to (B)(6) 2019. The patient's daughter reported that the patient received the complete three injections regimen of euflexxa in both knees. After the first injection on (B)(6) 2018, there was some relief, after the second injection on (B)(6) 2019, not much relief and by the third injection (therapeutic response decreased), (B)(6) 2019, the patient was in extreme pain in both knees and muscular weakness in her legs. The patient's daughter stated that is got so bad that she had to take the patient to the emergency room. At the time of this report, the patient was currently in a rehab unit and had been for the past 10 days and still unable to walk. No additional information was provided. The event unable to walk was medically significant. The events weakness in her legs, pain in both of her knees were reported as non-serious. Action taken with euflexxa was not applicable. At the time of this report, the outcome of unable to walk, muscular weakness in her legs, and pain in both of her knees were not recovered. The following concomitant medications were reported: atorvastatin, amlodipine, lisinopril, and spiriva. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: (B)(4).

Event description:
Unable to walk [gait inability]. Pain in both of her knees [arthralgia]. Weakness in her legs [muscular weakness]. Some relief, after the 2nd injection, not much relief and by the 3rd injection [therapeutic response decreased]. Case (B)(4) is a serious spontaneous complaint case received from a consumer in united states. This report concerns an 82-year-old female who was unable to walk, experienced muscular weakness in her legs, pain in both knees during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown route and concentration, 1 injection, weekly, for 3 weeks, for osteoarthritis from (B)(6) 2018 to (B)(6) 2019. The patient's daughter reported that the patient received the complete three injections regimen of euflexxa in both knees after several rounds of cortisone injections provided little relief. After the first injection on (B)(6) 2018, there was some relief, after the second injection on (B)(6) 2019, not much relief (therapeutic response decreased). The 3rd injections on (B)(6) 2019 were painful while being administered and the pain by the next day debilitating. The patient was in extreme pain in both knees and muscular weakness in her legs. The patient's daughter stated that is got so bad that she had to take the patient to the emergency room, the patient was hospitalized for three days and spent five weeks in a rehab facility. The patient was released in a wheelchair and was told that there was nothing more that they could do for her. The daughter reported that three weeks into rehab, the physician did an magnetic resonance imaging (MRI) which showed a lot of fluid, cysts, bone spurs, tears to meniscus, anterior cruciate ligament (acl) and more. The patient's family blames the physician for injecting euflexxa before doing an MRI and draining fluid and certain that the patient's disability is related to euflexxa. No additional information was provided. The event unable to walk was medically significant. The event pain in both of her knees was reported as serious due to hospitalisation. The event weakness in her legs was reported as non-serious. Action taken with euflexxa was not applicable. At the time of this report, the outcome of unable to walk, muscular weakness in her legs, and pain in both of her knees were not recovered. The following concomitant medications were reported: atorvastatin, amlodipine, lisinopril, and spiriva. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = (B)(4). Internal # - complaint = (B)(4). Internal # - complaint = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received on 23-mar-2019: follow-up 01: hospitalization was reported for pain in both knees. MRI added as lab data. Case fields and narrative updated accordingly.